Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in regard to a patient receiving bupivacaine and morphine via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. The patient¿s pre-existing conditions and treatments include shots and patches in 2007. At the time of report the patient was currently taking gabapentin 15 tablets/day 300 mg/day (450 tablets a month). It was reported that the patient¿s second pump was removed because their primary care physician and other physicians told the patient there was an infection around the area of the pump. The patient¿s managing pump healthcare professional didn¿t agree, but removed the pump anyway. A culture of the pump was performed and it confirmed that there was no infection present. The patient had a kidney infection that went for a year. The patient was on amoxicillin 3 times a day to treat the infection. The change in therapy/symptoms was considered sudden. It was unknown if the infection was confirmed. The event date was reported as 2015. The pump was explanted 3-4 months after implant. The infection was resolved. The patient¿s healthcare professional was in the middle of titrating to a therapeutic dose, so the patient can cut down on the po medication. The patient¿s titration has stopped since their healthcare professional left the clinic. Physician listings were requested.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.